Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Replace battery now alarm and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery now and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Pump received with severely scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and cracked retainer.

Event description:
Customer reported via phone call that the received power error detected and replace battery alerts. Customer explained that the internal power source was unable to charge. Customer's blood glucose value was unknown. The insulin pump will be returned for analysis.